Manufacturer narrative:
The device was evaluated by the returns department which found that the manifold is defective and the 4-way valve is defective. The allegation of no warning was not confirmed.

Event description:
It was reported by dealer that the irc5p concentrator is shutting down. No warning.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5p concentrator is shutting down. No warning.